Manufacturer narrative:
A1: remove jms, updated to none (additional information was received stating there was no patient involvement). A2: remove ni and 57 years and replace with na. A3: remove male and replace with na. A4: remove 70 kilograms and replace with na. A5 and a6: remove ni and replace with na. B5: the event occurred prior to the use of the medical device on the patient, after chemotherapy preparation. H4: device manufacture date: the lot was manufactured from april 23, 2021, to april 24, 2021. H6: remove f26; replaced with f27. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed droplets of fluid inside the device bottle (housing) and also inside the bag that contained the device, which suggested a leak occurred. The reported condition was verified. The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the "elastomeric pump". The issue was observed after the preparation of the device. To resolve the event, a new device was prepared with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.